Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to post-paced t-wave oversensing. Programming changes were made. Patient was fine after the event.